Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient will undergo a lead revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the lead revision was that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a procedure wherein the leads were replaced. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo a lead revision for an unknown reason.